Event description:
It was reported this tracheobronchial stent was placed in the subclavian artery and migrated to the right atrium junction of the superior vena cava. Attempts to retrieve the stent percutaneously were unsuccessful. The pt was transferred to another facility the following day where it was indicated further percutaneous attempts to retrieve the stent were also unsuccessful. To date no further info regarding this event has become available. To the co's knowledge this device remains implanted. Therefore, no failure analysis will be available. The co's attempts to obtain further details regarding the circumstances of this event have been unsuccessful. Should further details become available a supplemental medwatch report will be filed under the appropriate sequence number. This device was used in a non-indicated procedure, subclavian artery stent placement. The co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event.